Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from oekg and similar past cases, there was the possibility that the reported event was attributed to the contact failure of the electrical contacts of the video connector socket, which might be caused by the adhesion of the foreign material such as dust, dirt, and chemical residue. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure with the subject device at the user facility, the endoscopic image of the subject device was not displayed. The field service engineer checked the subject device on-site and found that the electrical contacts of the video connector socket were dirty. Then, the field service engineer cleaned them, the image issue was resolved. There were no significant delays during the procedure. There was no report of patient injury associated with this event. The service department of olympus europa se & co. Kg (oekg) checked the subject device and found that the image of the subject device was disappeared sometimes due to the failure of the video connector socket.